Manufacturer narrative:
(B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices. The patient reports she last recharged four weeks ago. A replacement charging system was sent to the patient which resolved the issue, however; the patient is still experiencing difficulty recharging her ipg. The physician believes the ipg may be tilted in the pocket, hence surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient had gained weight and was experiencing discomfort at the ipg site. The patient underwent surgical intervention to remove and replace her ipg which resolved the issue.